Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 27.0-29.5cm from the connector pin. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise. (B)(4).

Event description:
It was reported that the asymptomatic presented in clinic due to 7 lead noise alerts. Both ra and rv leads were suspected to be damaged. The rv lead was explanted and replaced. There were no adverse consequences to the patient, and the patient was discharged post procedure.